Event description:
The recipient is reportedly experiencing retention issues and pain with device use. The recipient reportedly underwent a flap thinning procedure.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3.

Manufacturer narrative:
Additional information: section h.6 advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and resumed device use. The recipient will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.